Manufacturer narrative:
The investigation determined that higher than expected vitros na+ results were obtained on a vitros 5600 integrated chemistry system when compared to na+ results obtained using a non-vitros method. The assignable cause of this event could not be determined. A vitros na+ reagent issue, instrument issue, or pre-analytical sample handling issue cannot be ruled out as potentially contributing factors.

Event description:
A customer obtained higher than expected vitros na+ results from two patient samples on a vitros 5600 integrated chemistry system compared to na+ results obtained using a non-vitros method. Vitros na+ result of 139 mmol/l versus a non-vitros na+ result of 126 mmol/l. Vitros na+ result of 136 mmol/l versus a non-vitros na+ result of 129 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected vitros na+ results were not reported outside of the laboratory. There were no reported allegations of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).